Manufacturer narrative:
The facility has notified the manufacturer (MFR.) That they have utilized/implanted the remainder of the devices (6) they had in stock; therefore, will not be returning any devices for rework of the labels. A trend analysis was performed on similar incidents for this catalog/lot number and a trend has been identified. A review of the device history record confirmed that the product was mislabeled. Based on the info available and the MFR.'s investigation of this event, the report that "the product was mislabeled" has been confirmed. The source of the discrepancy was identified as an error in engineering change order (eco). The MFR. Has processed a new eco to correct the label discrepancy. All current employees that were signatories of the original eco have been notified of the error and have reviewed and signed the correction. Quality assurance (qa) has quarantined all affected devices that were in process, finished goods inventory and all devices that have been returned from distribution per the recall notice. The MFR. Has developed and documented a rework procedure and is in the process of reworking the discrepant labels. No further details are available. The MFR. Is now closing the file on this event. Submitted to the FDA 5/26/1998.

Event description:
On 4/8/1998, the facility's nurse informed the MFR's sales rep of the following: the labeling on eight of the device boxes (outside packaging) states that the devices have a silicone (label should read polyurethane) catheter; however, the devices have a polyurethane catheter which is what this product/catalog number is supposed to have. At the time of this report, it was suspected that two devices from this lot had been implanted. The implant cards supposed to have been mailed. Since the devices in question are in fact what the facility ordered (device with polyurethane catheter) and only the labeling is incorrect, the facility has elected to keep and utilize the remaining six unused devices. No further details were provided at this time.